Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the lv lead impedance trends is gradually decreasing. It was noted that there is known oversensing on the lead, which is unipolar. The oversensing has been occurring for a long time and has always been attributed to unipolar sensing. The lead remains in use.

Event description:
It was reported that the left ventricular lead had occasional non-physiologic oversensing, as noted on stored electrograms (egms). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.